Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Additional information was received that the patient was confirmed to have an infection. The infection was not related to the device or procedure.

Event description:
A report was received that the patient was experiencing irritation and redness at both incision sites. The physician prescribed antibiotics.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing irritation and redness at the ipg site. The physician prescribed antibiotics.